Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the root cause of the reported issue (device was recognized by the generator, but it had no output) could not be determined. The following is included in the instructions for use: ¿- regarding check probe illumination, possible causes may be " the probe is loose" or "the probe has failed or has a crack." Troubleshooting this problem includes "remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench," or " replace probe. - for the problem with error indicator illumination, "the transducer may have malfunctioned." Troubleshooting this problem includes "reboot generator by turning power off and then back on. Plug in a second transducer to the generator.¿ ¿do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the generator recognized the shockpulse lithotripsy transducer, but there was no power or output. The issue was found when preparing the device for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an error light was displayed while the h or s button was pressed. The report is being submitted due to error found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the transducer was defective with no activation possible. This event is under investigation. A supplemental report will be submitted upon receiving additional information.